Manufacturer narrative:
Other: postoperative paralysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturing representative regarding patient with cervical opll suggested spinal therapy. Procedure used was acdf. Event occurred postoperative. Levels implanted was c3-7. It was reported that on 12/23, acdf was performed at c3-7 due to autologous iliac bone graft. Plate was removed, hematoma was removed, and plate was replaced. There was health damage on the patient. Postoperative paralysis was reported. There was no malfunction occurred with the product. Device is implanted-remains in service. Revision surgery was performed due to postoperative epidural hematoma. No further complications reported. Update; the paralysis was within the fixed range. The product had been discarded in the hospital. Postoperative epidural hematoma occurred within the fixed range. There was no malfunction with the product. Update the product had been discarded in the hospital. The plate and some screws (quantity, model number, lot number were unknown) were replaced during reoperation. The screws that were replaced during the reoperation were discarded at the hospital. Plate was re implanted.